Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged discrepant low inratio results despite increase in coumadin. The results were as follows: (B)(6) 2015 inratio inr=1.4 - physician had patient self tester increase his coumadin. (B)(6) 2015 inratio inr=1.4 - physician had patient self tester increase his coumadin for 2 days. (B)(6) 2016 inratio inr=1.4. The patient self tester's therapeutic range is: 2-3. The patient self tester stated that he had been taking an antibiotic around the time of the initial two tests but is no longer taking it. When the test was being performed, patient self tester was miling his finger after the fingerstick. The distributor was able to provide previous results (no lot information available): (B)(6) 2015 inratio inr=2.8, (B)(6) 2015 inratio inr=3.0.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 370105ar meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. It was reported that the patient was taking antibiotics around the time the discrepant results were obtained. Certain prescription drugs such as antibiotics and medical conditions such as anemia may affect the action of oral anticoagulants ad impact the performance of the assay. Although a potential patient sample interference and a technique issue were identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.